Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No difficulty were detected during the connection with the pump, then priming and no alarms were activated; the water could pass through the whole devices. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received regarding a cadd administration set. It was reported that it was impossible to insert the admin set into the pump. The doctor could lock them in and turn the lever of the pump without resistance and lock with the key, however, he felt the set did not fit as well as usual. He also received many more occlusion alarms than usual with the sets. It is unknown if there was a patient, or clinician injury associated with this occurrence.